Event description:
Information received by medtronic indicated that the cryoconsole was taking longer than usual to inflate the balloon of the cryoablation catheter. There were no issues during ablation and the cryoablation procedure was completed. No patient complications were reported. Reportable based on investigation completed (B)(4) 2014.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was reproducible during site visit. The console failed the inspection due to a defective low pressure regulator and valve board. An internal CAPA has been initiated to investigate the condition found for the low pressure regulator. This report will be recorded and trended.